Manufacturer narrative:
An event of hypotension and pericardial effusion that led to cardiac tamponade during manipulation of device and thrombus formation was reported. The 31 mm amplatzer amulet occluder was received in the product performance lab and met the dimensional specifications when analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Images from field appeared to show an amulet device connected to the delivery cable that had a blood like substance towards the distal end of cable. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The patient was in sinus rhythm at time of procedure. Heparin was administered during procedure; 50% administered was administered before septal puncture and 50% after septal puncture. Patient's activated clotting time (act) level was 275 seconds. There was torque resistance of the delivery sheath, and the positioning of the device was very difficult. The device was partially recaptured twice. During manipulation, the occluder perforated the left atrial appendage. Hypotension and pericardial effusion was noted, which led to cardiac tamponade. The pericardial effusion was in the upper and posterior section of the left atrium. The patient then went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was conducted, and medications were administered. An echo-guided pericardial puncture was performed simultaneously with a blood transfusion. After intervention, the patient stabilized. It was then noted that a thrombus had formed on the occluder on transesophageal echocardiogram (tee). The thrombus was reported to be a thick, sticky, fresh thrombus. The occluder and delivery sheath were both exchanged. A 28mm amplatzer amulet left atrial appendage occluder was successfully implanted using another 14f amplatzer amulet delivery sheath. The patient status was reported to be intubated in the intensive care unit (ICU).